Event description:
It was reported that crooked and missing scale markings were observed on the bd syringe luer-lok¿ tip barrel before use. The following information was provided by the initial reporter: "we have pulled 20+ syringes at one site that the dosage lines are missing or crooked."

Manufacturer narrative:
H.6. Investigation: twenty 1ml syringes in fully sealed blister packs confirmed to be from batch #8117627 (B)(4) were received and evaluated through the package. Thirteen of the samples appeared to have slightly skewed scale. Five of the samples were observed to have a significant skewed scale and missing print. Two of the samples were observed to have light print. Seven total samples were rejectable per product specification prior to scale alignment measurements. The thirteen slightly skewed samples were measured for scale misalignment. An addition two samples were found to be outside of the product specification. A total of nine out of the twenty samples were rejectable per product specification. Machine logs and the assembly device history record review indicate adjustments were made to the ink system and the barrel feeding system. Potential root cause for the skewed scale and missing print defect is associated with the marking process. A misalignment of the barrels due to improper feeding most likely caused the skewed scale. The light print was most likely due to a swollen pad roll not applying the ink evenly. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that crooked and missing scale markings were observed on the bd syringe luer-lok¿ tip barrel before use. The following information was provided by the initial reporter: "we have pulled 20+ syringes at one site that the dosage lines are missing or crooked."